Manufacturer narrative:
The facility¿s biomedical engineer stated that he powered down the unit and restarted the system. Upon entering diagnostics mode, the unit operated normally. The biomed advised that he spoke with getinge technical support who advised him that they were aware of the diagnostics software glitch and that the normal operation mode was not affected. The iabp was returned to the department for operational use.

Event description:
The customer experienced an issue while performing the preventative maintenance (pm) procedures on two (2) cs300 intra-aortic balloon pumps (iabp) . While in diagnostics mode and scrolling through the menu tree, the software froze up. All of the keypad controls (up arrow, down arrow, open menu key) were not working and the only way to regain control was to power the system off and back on again. The customer provided a picture which shows the lettering of the ¿battery maintenance data¿ selection was cut off when the iabp locked up. Both iabps have been upgraded with the new datasets, solenoid driver board, and gasket kit. There was no patient involved during this event, and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receipt.

Event description:
The customer experienced an issue while performing the preventative maintenance (pm) procedures on two (2) cs300 intra-aortic balloon pumps (iabp) . While in diagnostics mode and scrolling through the menu tree, the software just froze up. None of the keypad controls (up arrow, down arrow, open menu key) would work and the only way to regain control was to power the system off and back on again. A picture was provided, where the lettering of the ¿battery maintenance data¿ selection is seen to have gotten cut off when iabp locked up. Both iabps have been upgraded with the new datasets, solenoid driver board, and gasket kit. There was no patient involved during this event, and no adverse event was reported.